Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition. There was decrease in pacing for the biventricular. The patient was to be seen in the clinic. Technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition. There was decrease in pacing for the biventricular. The patient was to be seen in the clinic. Technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported.additional information received indicated that this device exhibited oversensing. Upon review of the electrogram (egm) there was a decreased in left ventricular (lv) pacing. No adverse patient effects were reported.